Event description:
It was reported that the doctor was using the 90-s probe throughout the case and while finishing up ablation, the surgeon noticed it was not ablating. The doctor than flipped the probe over to view the tip with the camera and noticed that the tip was missing. The case was extended approximately 30 minutes in order to retrieve the tip.

Manufacturer narrative:
Additional information will be provided once investigation is completed.